Event description:
On august 1, 2006 the lay user/reporter, the patient's niece, contacted lifescan (lfs) alleging the one touch ultra meter had a line through the display. On august 7, 2006 the medical affairs specialist (mas) spoke with the reporter to obtain and verify information. For two months, the patient noted the reported meter had a line through the display, obscuring the blood glucose reading. The pt did not use the meter during this time. In 2006, the pt experienced the symptoms of dizziness and lightheadedness. The pt did not use the reported meter to test her blood glucose level before, during or after these symptoms. The pt's sister contacted emergency services, and the paramedics arrived and obtained a blood glucose reading of either 40 mg/dl or 50 mg/dl; the pt was unable to specify the result. The pt was treated with oral glucose tablets, and transported to the emergency room. The pt was admitted to the hospital with a diagnosis of hypoglycemia. On the day of the event, the pt had taken her normal meals and medications. The pt takes the oral diabetes medications metformin and avandia (rosiglitazone) twice per day, dosages unk. The patient does not adjust her medication regimen based on meter readings. The pt had no backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the meter had suffered no trauma. The meter, test strips and control solution were replaced. While hypoglycemic, the pt did not test her blood glucose levels due to the display issue on the reported meter. She later had symptoms and was admitted to the hospital with hypoglycemia. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.